Event description:
User experienced precision issues which resulted in discrepant results for multiple pts or for multiple tests when repeated on another analyzer same methodology. Only the following discrepant pt result was provided. Initial calcium result 11.1 mg/dl, same sample repeated on another analyzer same methodology, gave 10.2 mg/dl. Initial result reported. No adverse events were reported in association with the incorrect result. The field service representative determined the cause to problems with the sample and reagent probes & tubing. The instrument was repaired.